Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation (evl) procedure performed in the esophagus on (B)(6) 2020. According to the complainant, prior to the procedure and outside the patient, the device was attempted to be deployed, but it could not be fired, as the device was observed to be twined together. The device was removed, and the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.